Event description:
The rptr stated that the dermatome took a graft that was too thick from the pt. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.